Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the bactiseal catheter (ID 823072) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which leads to occlusion. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2025-00118. Event reported from a post-market clinical program: a facility reported a patient underwent cerebral aneurysm clipping due to aneurysm rupture from (B)(6) 2021. Postoperatively, hydrocephalus occurred, therefore, a hakim valve (ID 823832) and a bactiseal catheter (ID 823072) were implanted on (B)(6) 2021. A follow-up computed tomography (CT) scan on (B)(6) 2022 indicated that there was a possibility of insufficient power in the drainage system. After lowering the pressure of the shunt valve, there was no improvement, therefore an obstruction was considered and a lateral ventriculoperitoneal adjustment surgery was performed on (B)(6) 2022. Product was removed and replaced with another brand. Patient recovered.